Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported leakage was noted on the external part of the catheter when administering IV antibiotics. Dwell time was 24 hours no break noted on insertion all checks carried out. Referred to nurse led PICC service for removal and replacement of new PICC line. No harm to patient. On this occasion accessing PICC in prep for chemotherapy. PICC would have been contaminated blood. No other information was provided.